Event description:
A replacement procedure was scheduled because the patient didn't have good coverage. The patient had ok results from implant, but with time coverage, had decrease and now the patient had no therapy. The physician didn't want to do a lead revision, so he opted for a device replacement with the idea that the wider range of programming options available would help with coverage. At implant, two new batteries were placed, both tested with very high impedances. Troubleshooting was conducted for over 1.5 hours with no success. The physician decided to leave the old device in place. The patient still has no coverage (cervical implant) and is exploring the possibility of looking for other surgeons that would perform a lead revision.